Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, when the instrument was fired, only cut but not stapled. The case was completed with sutures. There was no patient consequence.